Manufacturer narrative:
At this time, no conclusion can be made. As reported the sample is being returned for evaluation; however, has not yet been received. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2019. A review of the manufacturing records was performed and found that the lot was manufactured to specification. When/if the sample is returned and our investigation has been completed, a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that, on (B)(6) 2020 during a left inguinal hernia repair (laparoscopic) the surgeon "opened 3dmax mesh and it was noted that around the edges it looked as though it was cut or frayed not presenting with a smooth edge." The surgeon opened a new mesh for the procedure. As reported, there was no patient injury or any intervention.

Manufacturer narrative:
At this time, no conclusion can be made. As reported the sample is being returned for evaluation; however, has not yet been received. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2019. A review of the manufacturing records was performed and found that the lot was manufactured to specification. When/if the sample is returned and our investigation has been completed, a supplemental emdr will be submitted. This is an addendum to the initial emdr to document additional information provided and the return of the sample for evaluation. The sample evaluation confirms multiple splits or ¿cracks¿ in the edge seal of the mesh. The splits are limited to the sealed edge and do not extend into the mesh portion of the device. Based on the information provided and sample evaluation, the most probable root cause appears to be related to the manufacturing and manufacturing handling process. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2019. Appropriate manufacturing personnel have been provided awareness notification.

Event description:
It was reported that, on (B)(6) 2020 during a left inguinal hernia repair (laparoscopic) the surgeon "opened 3dmax mesh and it was noted that around the edges it looked as though it was cut or frayed not presenting with a smooth edge." The surgeon opened a new mesh for the procedure. As reported, there was no patient injury or any intervention.